Event description:
It is reported that the device was implanted in early 2004. Post- op, the pt experienced loss of range of motion. Exact implant date is not known. Revision surgery has not taken place.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Evaluation summary: no product received for evaluation. Also, x-rays are not available for review. Item number and the lot number of the device are no known, so device history records could not be reviewed. The cause of the problem could not be determined due to insufficient info. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.